Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after one month of being implanted. No additional adverse patient effects were reported. The lead has not been return.